Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken bu the manufacturer.

Event description:
It was reported that before surgery the unit was leaking air. Coordinator stated that the machine was making a hissing sound when plugged in. They opened another device and that one worked just fine with no noise. There is no patient involvement. Due diligence is complete. There was no adverse event associated with this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified no related findings/repairs to the reported event. The reported air leak could not be replicated as the provided unit did not show any leaks. However, the hose used with the unit was not provided thus it is not possible to confirm that the unit did not experience the leak at the customer location. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There was no additional information associated with this event.

Event description:
It was reported that outside of surgery, the unit was leaking air. There is no patient involvement. Due diligence is in progress and no additional information is available. There was no adverse event associated with this malfunction.

Manufacturer narrative:
An investigation into the reported event has been initiated under cmp(B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.